Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse replaced the photometer filters. The cause of the discordant low cki result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely low discordant creatine kinase (cki) patient sample test result was obtained on a dimension exl with lm system. The initial result was reported to the physician who questioned the test result. The same sample was repeated on the same dimension exl with lm. The repeat result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely low cki result.

Manufacturer narrative:
The initial MDR 2517506-2017-00670 was filed 08/31/2017. Additional information (09/18/2017): (B)(6). Additional date: the siemens customer service engineer (cse) that was dispatched to the customer site replaced the photometer lamp and adjusted the air pressure that is used in cuvette formation.